Event description:
Sales rep, who was contacted by nurse, reported problems with triathlon slap hammer. The metal cracked and is broken, a piece fell off. Operation was finished successfully. No adverse consequences reported.

Manufacturer narrative:
Additional info has been requested and if available it will be submitted on the supplemental report.